Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime test and excessive no delivery test. The device was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer getting lot of air bubble and low blood glucose level. Customer's blood glucose value was 63 mg/dl at the time of the incident. The customer was assisted with troubleshooting and treated with food. Customer will return device for analysis.